Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2024-00534.

Event description:
It was reported that approximately 12 years post implantation of a left total hip arthroplasty, the patient was revised due to pain, elevated ion levels, and a whistling sound in the hip. There were no reported surgical complications. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: cat# 157446 lot# 489100 m2a-magnum mod hd sz 46mm; cat# unknown lot# unknown / unknown cup; cat# unknown lot# unknown / unknown stem. Product was not returned; however, a picture was provided and reviewed. Visual examination of the provided picture identified the explanted head and taper adapter with some bio-debris noted. No further evaluation can be made from the provided picture. Pictures were not provided of the cup and stem. Review of the device history records identified no deviations or anomalies during manufacturing. The reported head and tapered insert were reviewed for compatibility with no issues noted, however, as the cup and stem are unknown, it is unknown if the entire construct is compatible. Medical records were not provided. The reported issue cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.